Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 16) occurred during the load sequence. Customer was able to successfully load the same cartridge. Blood glucose level was 140 mg/dl.